Event description:
It was reported that the patient with this pacemaker device exhibited under sensing on the right ventricular (rv) channel resulting into overpacing . Upon review of the presenting, there was low pacing impedance measurement at 467 ohms noted. Technical services recommended bringing the patient in for further troubleshooting. This device remains in service. No adverse patient effects were reported.